Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor issue had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. A philips authorized service provider (asp) went onsite for further investigation of the reported issue. The philips asp pulled the logs and found error codes related to the data acquisition (da) printed circuit board assembly (pcba) or the da pcba cable. The philips asp discovered that the da pcba cable was not connected correctly. The philips asp corrected the cable connection, performed test and verification, and confirmed the test and verification passed. The philips asp ran the unit in volume assured pressure support (avaps) mode after and confirmed there were no errors or issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.